Event description:
The customer reported unexpected negative antibody screen for several patients using panoscreen, lot 23006. The results occured on different days, by different technologists and at different locations of the account. One patient was transfused based on the orginal negative results with no untoward reaction noted to the transfusion. A second, post-transfusion specimen collected from the patient was antibody screen positive when tested on the galileo. This specimen was also tested with panoscreen, lot 23006 by manual tube method and positive results were demonstrated; probable anti-k and -jkb were identified. The original pre-transfusion specimen retested as negative with lot 23006.three patient specimens, one containing anti-c, one containing anti-k and one containing anti-m origianlly tested antibody screen negative using lot 23006. When the customer repeated the testing, they did not reproduce their original negative results, the results of the repeat testing were positive.

Manufacturer narrative:
The presence of the c, m, k and jkb antigens for panoscreen, lot 23006, were verified through lot release records. The product had expired prior to receiving the complaint; the customer did use the product within its dating period. Customer did not return samples or products for investigation testing. The limitations section of the panocell package insert states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test method employed." User error cannot be ruled out for the three specimens with the non-reproducible antibody screen results.